Event description:
Information was received regarding a cadd cassette reservoir. It was reported that a cadd legacy pump alarmed with 20ml reservoir volume left in the cassette. The same alarm occurred when the back up pump was used. A new cassette was mixed, and that resolved the alarm. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.